Event description:
Bbraun primary IV tubing alarms for air bubbles, which stops the infusion. Happened on one critically ill patient with three different infusions of vasopressors and sedation medications. This caused the rn to change out the tubing of all these drips. The tubing in question does have air inline for unknown reasons after 6 + hours of infusing with no problems and full medication bags. FDA safety report ID # (B)(4).